Event description:
It was reported via per user facility medwatch mw5112812, a patient underwent a right total knee arthroplasty on an unknown date in 2022 and topical skin adhesive was used. Acute necrotizing dermatitis after use of adhesive. On unknown date in 2022, 75 year old have right total knee arthroplasty at the (B)(6) hospital. Wound closed with sub circular sutures, wound mesh and glue. On (B)(6) 2022 entire right leg pruritus and erythematous wound care given. Severe blistered rash noted in area 5x12 around incision. Profound rash and pruritus. Lesion 'propazafid by non-exposed sites.¿ additional information has been requested.

Manufacturer narrative:
(B)(4). Additional information: stated photos do not define the degree of redness or blackened areas. (However not received) it is known that a previous exposure can sensitize patient and result in future exposure rash. Skin testing pretreatment can itself be sensitizing. This drug is mutilating to those who have allergic response. Attempts are being made to obtain the following information, however not received. If further details are received at a later date a supplemental medwatch will be sent. How was the necrotic tissue addressed? Please explain what is meant in the event description: lesion 'propazafid by non-exposed sites." Is photo available of patient reaction? What was the date of the procedure? Was any prescription strength medication prescribed? Please specify? Was any surgical intervention performed? Were any cultures taken? Results? Please describe how was the adhesive was applied. What prep was used prior to, during or after adhesive use? Was a dressing placed over the incision? If so, what type of cover dressing used? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? Patient demographics: initials / ID, gender, age or date of birth; bmi patient pre-existing medical conditions (ie. Allergies, history of reactions) has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? Product lot of product used? Is product available for return/analysis? Current patient status. What is the physician¿s opinion as to the etiology of or contributing factors to this event? No product is available for return. This medwatch report is in response to receipt of a voluntary medwatch report mw5112812. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.